Event description:
Info rec'd indicates overnight a pt was allegedly struck in the forehead area with a light that was attached to a horizon headwall. ICU (B)(6) is the room of concern. The nurses were working on the pt when the light dropped down from the headwall, first coming into contact with the bed before striking the pt in the forehead. The pt was in a coma state prior to the event and possibly had a bruise on her forehead.

Manufacturer narrative:
The pt was not struck directly by the procedural light. The light hit the mattress a couple of times and then rolled onto the pt. The account stated the pt was not hurt and was doing well. The (B)(6) felt the procedural light fell off the head wall because the release latches were not locked. He stated his maintenance staff did a room to room audit of the lights and found many of the latches on the lights were not locked or incorrectly latched. The technician suggested bolting the lights to the wall. He showed the account a similar bracket made by hill-rom that did not have plastic latches, but would lock by turning an allen screw in the bracket. The tech inspected the procedural light, bracket, latches and slide bar and determined all of the items were functioning correctly and agreed the light fell due to the latches not being locked. The account has resolved the issue by making sure all of the lights in the facility were latched properly. The account stated they may bolt the lights down, but will first gather info from the doctors and their safety committee.